Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Please see medwatch report # 3004209178-2014-81065.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. No rattling noise noted during testing. Basals and boluses programmed during testing delivered and recorded in the histories properly. A cracked reservoir tube lip was noted during visual inspection.

Event description:
It was reported that the customer experienced low blood glucose of 1.0 to 3.0mmol/l, and the paramedics were called. It was stated that the insulin pump was not functioning properly and over delivered insulin. The caller stated that she just filled with 300 units and currently is 200 units. All the boluses and basals did not add up, and insulin in the reservoir compartment was found. The blood glucose reading at time of call was 7mmol/l. It was stated that the device does rattle when they shake the insulin pump. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.